Event description:
It was reported that the patient lost urinary relief ¿a couple of weeks ago.¿ the patient was treated for a urinary infection. At the time of the report the patient did not feel stimulation and her healthcare provider (hcp) wanted her to increase stimulation. The reporter was given guidance on how to increase the patient¿s stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical product: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va006qt, implanted: 2012-(B)(6), product type lead. (B)(4).